Event description:
It was reported that the zimmer skin graft mesher was not cutting accurately. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
Beginning 05/31/2012, united states and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device is accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 05/15/2001 and has no repair history at zimmer surgical. Evaluation of the device observed that the set screws were slightly exposed on the interior of the ratchet gear. Bent tines on the right side of the comb and the right end of the roller and gnarled. It was also observed that there was wear to the roller gear, sliding pin in the ratchet and side plate bushings. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Upon removal of the roller gear, scratches and nicks were revealed on the inner face. Lack of preventative maintenance and improper handling by the user most likely caused the wear to the device and damage to the comb, which most likely caused the customer's reported event. Additionally, improper handling was most likely the cause for the over-exposed set screws within the ratchet gear.